Event description:
It was reported that the patient experienced a cuff perforation with an artificial urinary sphincter (aus). The aus still remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.